Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received

Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, site contacted technical support engineer (tse) to report the system had faulted out on universal surgical manipulator (usm) 2. The customer had power cycled the system and logs were not available. The customer also swapped out the patient cart from another system due to them needing all four arms. Customer was continuing the case with the other patient cart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system powered on normally, faulted once during room set-up. Powered system off then did as hard breaker reset and then powered back on. System was working as expected until docked and fault began again.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis. In logs, the 23069 error was found indicating pot to encoder fault on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23069 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a pftp (patient side cart fixture test platform) where sensor check was found to be failing the insertion axis. Once testing was completed, the insertion searchlight pca (printed circuit assembly) was tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause based on findings from failure analysis may be attributed to sensor errors pertaining to the insertion searchlight pca.